Event description:
On 03 july 2023, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the transmitter alert history in dms showed that ec30 (led disconnect error) was first triggered on 03 jul 2023. An in-vitro quality control test on sensor (B)(6) did not find any performance issue. However, measurements from the sensor manager software showed led flags were triggered at field currents greater than the established threshold of 412 adc units, which is therefore the root cause of the error.